Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
Rptr states, revision surgery indicated due to breakage of tibial bearing component. Revision surgery is scheduled for 10/10/97.